Manufacturer narrative:
REPORTING QUARTER: 1 (JAN 1 - MAR 31, 2026). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF TWO THOUSAND SEVEN HUNDRED FIFTY EIGHT (2,758) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 1-JAN-2012 AND 31-DEC-2025, USING CATALYSTEM COMPONENT. FROM THESE, TWENTY FIVE (25) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) HIPS DUE TO FRACTURE , THIRTEEN (13) HIPS DUE TO INFECTION, LESS THAN ELEVEN (11) HIPS DUE TO DISLOCATIONS, LESS THAN ELEVEN (11) HIPS DUE TO MECHANICAL COMPLICATIONS, LESS THAN ELEVEN (11) HIPS DUE TO HEMATOMA OR UNSPECIFIED WOUND COMPLICATIONS, LESS THAN ELEVEN (11) HIPS DUE TO UNSPECIFIED PAIN, LESS THAN ELEVEN (11) HIPS DUE TO PERIPROSTHETIC FRACTURE AND LESS THAN ELEVEN (11) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 1-JAN-2012 AND 31-DEC-2025 IN THE UNITED STATES ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE CATALYSTEM PRIMARY HIP SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF TWO THOUSAND SEVEN HUNDRED FIFTY EIGHT (2,758) PRIMARY THA PROCEDURES USING CATALYSTEM COMPONENTS HAVE BEEN PERFORMED IN THE UNITED STATES BETWEEN 1-JAN-2012 AND 31-DEC-2025. THE MEAN CUMULATIVE REVISION RATES FOR THE CATALYSTEM COMPONENTS IN PRIMARY THA ARE IN LINE WITH THE CLASS THOUGH 12 MONTHS OF FOLLOW-UP BASED ON OVERLAPPING 95% CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 3RD POSTOPERATIVE MONTH: 0.77% (0.47%¿1.07%) VS 0.89% (0.88%¿0.91%) OF THE CLASS. AT 6TH POSTOPERATIVE MONTH: 0.92% (0.56%¿1.28%) VS 1.07% (1.05%¿1.09%) OF THE CLASS. AT 9TH POSTOPERATIVE MONTH: 1.02% (0.62%¿1.41%) VS 1.18% (1.16%¿1.20%) OF THE CLASS. AT 12TH POSTOPERATIVE MONTH: 1.09% (0.67%¿1.52%) VS 1.27% (1.25%¿1.28%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN HIP ARTHROPLASTY: 1. PRIMARY THA PROCEDURES: CATALYSTEM COMPONENT: IMPLANTED IN TWO THOUSAND SEVEN HUNDRED FIFTY-EIGHT (2,758) HIPS BETWEEN 1-JAN-2012 AND 31-DEC-2025. FROM THESE, TWENTY-FIVE (25) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) HIPS DUE TO FRACTURE, THIRTEEN (13) HIPS DUE TO INFECTION, LESS THAN ELEVEN (11) HIPS DUE TO DISLOCATIONS, LESS THAN ELEVEN (11) HIPS DUE TO MECHANICAL COMPLICATIONS, LESS THAN ELEVEN (11) HIPS DUE TO HEMATOMA OR UNSPECIFIED WOUND COMPLICATIONS, LESS THAN ELEVEN (11) HIPS DUE TO UNSPECIFIED PAIN, LESS THAN ELEVEN (11) HIPS DUE TO PERIPROSTHETIC FRACTURE AND LESS THAN ELEVEN (11) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2026-00307553-1-L1, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L2, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L3, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L4, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L5, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L6, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L7, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L8, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L9, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L10, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L11, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L12, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L13, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L14, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L15, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L16, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L17, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L18, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L19, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L20, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L21, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L22, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L23, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L24, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00307553-1-L25, ,,1/29/2026,CATALYSTEM Primary Hip System,CATALYSTEM Component, , , , , ,, ,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, one (1) hip was revised due to unknown reasons. ","Reporting Quarter: 1 (Jan 1 - Mar 31, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two thousand seven hundred fifty-eight (2,758) hips underwent primary THA procedures between 1-Jan-2012 and 31-Dec-2025, using CATALYSTEM component. From these, twenty-five (25) hips were later revised due to the following reasons: less than eleven (11) hips due to fracture, thirteen (13) hips due to infection, less than eleven (11) hips due to dislocations, less than eleven (11) hips due to mechanical complications, less than eleven (11) hips due to hematoma or unspecified wound complications, less than eleven (11) hips due to unspecified pain, less than eleven (11) hips due to periprosthetic fracture and less than eleven (11) hips due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. The specific reasons for each revision procedure cannot be distinctly matched based on the data stratification provided by the Joint Registry.;;Timeframe of Registry data: Implantations conducted between 1-Jan-2012 and 31-Dec-2025 in the United States ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CATALYSTEM Primary Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred fifty-eight (2,758) primary THA procedures using CATALYSTEM components have been performed in the United States between 1-Jan-2012 and 31-Dec-2025. The mean cumulative revision rates for the CATALYSTEM components in primary THA are in line with the class though 12 months of follow-up based on overlapping 95% confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 3rd postoperative month: 0.77% (0.47%¿1.07%) vs 0.89% (0.88%¿0.91%) of the class.;-At 6th postoperative month: 0.92% (0.56%¿1.28%) vs 1.07% (1.05%¿1.09%) of the class.;-At 9th postoperative month: 1.02% (0.62%¿1.41%) vs 1.18% (1.16%¿1.20%) of the class.;-At 12th postoperative month: 1.09% (0.67%¿1.52%) vs 1.27% (1.25%¿1.28%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;